Event description:
It was reported the patient's system was turning off randomly. The sjm representative met with the patient and turned off the magnet mode of the system. Follow up identified the patient was keeping a log regarding the instances, and the system was still turning off by itself under various circumstances. The patient was scheduled for a follow up appointment with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.